Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09345. The pt received the scs system on (B)(6) 2010. It was reported the pt had experienced a fall which changed the stimulation pattern. The pt felt shocking and a burning sensation around the ipg site. A full parameter diagnostic revealed contacts had high impedance values. The physician replaced both the ipg and the system lead. Pt reported coverage post-operative. No further pt complications were reported.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.